Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 2 months post implant, a cut and stiffness was noticed on the percutaneous lead (driveline). The cut was covered with silicone tape and the driveline was straightened. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of stiffening along the percutaneous lead (driveline) was confirmed through photographs that were provided by the account; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. The report of a small cut in the silicon sleeve was also confirmed via the photos. Log files from the time of the reported event were reviewed which captured the pump operating as expected at the set speed of 5400 rpms. No unusual events were captured in the log file. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.